Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or frozen screen noted. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. A cracked case and scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error alarm on their insulin pump. The blood glucose reading was 557 mg/dl. Customer reported that prior to the button error alarm the screen of the insulin pump froze, so the customer removed the battery. The insulin pump froze for a second time. The insulin pump will be replaced. Nothing further reported.